Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operation. The patient was treated with vancomycin (intraperitoneal) and merol (intraperitoneal) for the event. Pd therapy was ongoing. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in "the previous two years". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.